Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, there was a delay of the device to power on. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
This follow up medwatch report is reporting the evaluation of the device. This follow up medwatch report is also correcting information submitted on the initial medwatch report. Please reference sections. This submission is a duplicate to medwatch number 1220908-2016-02660. Analysis results: the device was returned to zoll medical corporation; the malfunction was observed during review of the device's activity log. The device was put through extensive testing which included environmental and functional testing without duplicating the malfunction. The device's ac charger assembly and digital board were replaced as a precaution. The device passed the final test procedure, was recertified, and returned to the customer. Analysis for reports of this type has not identified an increase in trend.